Manufacturer narrative:
Eval: this event is still under investigation.

Event description:
In 2008, pt underwent initial aaa repair (pt's anatomical form was suitable for endovascular repair). The physician measured working length of the contralateral iliac leg after the main body was placed. Because the length of the iliac leg was not long enough device was placed as a bridge. The physician then placed another device. The proximal type I endoleak was observed by the final angiogram. Another MFR's stent was placed afterwards. Endoleaks still remained. The endoleaks were found to be type ii endoleak from the inferior mesenteric artery, requiring regular follow up. Pt outcome is unk.